Manufacturer narrative:
According to the information received, this case seems to be linked to possible granulomatous reaction. Granulomas that appear weeks to years after injection are known and widely documented reactions in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction in response to the filler, which is treated as a foreign body. Infections are possible etiologies for this complication. Immune cells (macrophages) surround the product, inducing a destructive fibrotic process. Adequate treatment generally allows for a quick and effective resolution of these reactions, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reactions is mentioned in the instructions for use of teosyal products. Batch analyses undertaken confirm that the products passed sterility and quality compliance tests, therefore the imputability of the product seems dismissed.

Event description:
This event occurred outside the us, in italy. On 14-feb-2025, the italian subsidiary notified teoxane geneva about an adverse event. According to the information received, a patient was injected on (B)(6) 2024 with 0.3 ml of teosyal rha 4 per side in marionette lines with a cannula, using the fanning technique. Approximately 11 months after the injection, on (B)(6) 2024 (exact date not specified), the patient experienced mass especially in the right marionette line, felt pain and discomfort. On (B)(6) 2025, the patient received an ultrasound exam and a nodule was reported as compatible with a fibrosclerotic reaction or with a granulomatous reaction. A dermatological consultation was recommended. On (B)(6) 2025, the injector confirmed the presence of hard nodule which looked fibrotic and injected 200 units of hyaluronidase in both marionette lines. Considering the possible diagnosis this case was assessed as reportable. A local medical expert was contacted for guidance. According to the information received on (B)(6) 2025, the patient received a second dose of 50 ui of hyaluronidase in the right marionette line. The nodule in the left marionette line disappeared after the first session of hyaluronidase. Despite several reminders no additional information was retrieved. Therefore, considering the evolution of symptoms and the fact that no updates received, the case was closed as this.